Manufacturer narrative:
The reported events of insufficient information/ diagnosis/complaint were not confirmed. The device was at end of service (eos) level upon receipt. Visual inspection of the header and connector did not find any contamination or foreign material, and no mechanical issue found. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient's pacemaker was explanted due to an unknown reason. No adverse patient effects were reported.